Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation to treat atrial fibrillation. After pulmonary vein isolation, the farawave catheter was replaced by a non-boston scientific catheter to treat the right atrium cti. During air removal, air was released. The air was observed in the faradrive sheath aspiration syringe during air removal. The non-boston scientific catheter was then replaced with another non-boston scientific sheath, and the cti treatment was completed. The faradrive sheath was not exchanged, and the procedure was completed successfully using the original faradrive sheath. No patient complication was reported. The faradrive sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation to treat atrial fibrillation. After pulmonary vein isolation, the farawave catheter was replaced by a non-boston scientific catheter to treat the right atrium cti. During air removal, air was released. The air was observed in the faradrive sheath aspiration syringe during air removal. The non-boston scientific catheter was then replaced with another non-boston scientific sheath, and the cti treatment was completed. The faradrive sheath was not exchanged, and the procedure was completed successfully using the original faradrive sheath. No patient complication was reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.